Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high and low blood glucose readings. After radiation, the customer's blood glucose went from 400 mg/dl to 32 mg/dl. The customer treated with juice. The customer also reported battery out limit alarm. The customer declined to troubleshoot for high and low readings. The product was returned for analysis.

Manufacturer narrative:
The device was received with currents in specification. The device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected battery out limit. Pump was received with an alarm in the history file. The device alarmed due to corrupted history file. The device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked lcd window. The device was program with multiple basal profiles and all profiles delivered properly. No unexpected missing basal rate anomaly noted.